Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n180741006, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient previously receiving medication via an implanted pump; the pump currently did not have medication in it. The indication for pump use was intractable spasticity/other spasticity. It was reported that a pump alarm was heard; telemetry had not yet been performed. The patient called in to report the alarm, but had not yet been seen in the office. The week prior they had programmed the pump to stopped pump mode and the pump started alarming 48 hours later. The patient had no symptoms related to the event. The drugs in the pump prior to the pump no longer having medication in it, if the pump was empty or had saline in it, troubleshooting performed related to the alarm, actions/interventions taken related to the alarm, the cause of the pump alarm, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.